Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log file and was reproduced during the evaluation of the returned heartmate 3 system controller. On (B)(6) 2024 at 22:03:55, the log file captured backup battery fault alarms due to the backup battery not passing the load test. The backup battery did not pass the load test due to the unloaded voltage being below the passing threshold. The backup battery fault alarm remained active until the driveline was disconnected on (B)(6) 2024 at 11:40:37 and power cables were disconnected shortly after. The backup battery fault alarms did not impact the system controller¿s ability to support the pump. There were no additional notable events captured on the reported event date in the log file. The retuned system controller, serial number (B)(6) , was functionally tested and a backup battery fault alarm was reproduced. Log file were downloaded and revealed the backup battery fault alarms were due to the backup battery not passing the load test. The backup battery did no passed the load test due to the unloaded voltage being below the passing threshold. The backup battery was then disconnected, and the backup battery ribbon cable was inspected. After the backup battery was reconnected, several load tests were performed, and no atypical alarms were able to be reproduced. The system controller was able to support pump function for an extended period without issue. A review of patient history revealed previous confirmed backup battery fault alarms on (B)(6) 2023, backup battery fault alarms that were not confirmed on (B)(6) 2023 and on (B)(6) 2023, and additional backup battery fault alarms that were reported on (B)(6) 2023 and (B)(6) 2024. The provided information indicated the alarms resolved after the system controller was exchanged. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue the device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The device history record was reviewed for the 11v backup battery, serial number (B)(6) . The battery was inspected and accepted into storage on (B)(6) 2024 per material document. The heartmate 3 instructions for use, rev. A was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller. The heartmate 3 patient handbook, rev. D was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the system controller exchange resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient received a "replace backup battery" alarm. The patient has had their primary backup battery changed 5 times due to this type of alarm on (B)(6) 2023, and (B)(6) 2024. It was recommended in (B)(6) 2023 that if it continued happening, that the system controller should be changed out and it appeared that this hadn't been done. The patient's international normalized ratio was checked, and the system controller was exchanged. Log files were submitted for further evaluation. The event log confirmed the reported backup battery faults on 26nov2024. The emergency backup battery (ebb) faults were due to the ebb failing the load test. Otherwise, the log files captured routine events, and there were no notable alarm conditions or parameter changes.